Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's low blood glucose levels and issues with their insulin pump. The customer's blood glucose level at the time of incident was 40mg/dl. The customer states they received no delivery alarm, but the alarm was resolved with set change. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.